Event description:
Customer reported she has been experiencing high blood glucose between 300 and 400 mg/dl since (B)(6) 2015. Customer stated she went to the doctor and they troubleshooted the insulin pump. No issues were found with the cannula, however they did notice that the device is delivering insulin very slow and there were no alarms. Customer did received one no delivery alarm; blood glucose value at the time was 332 mg/dl. Customer declined to troubleshoot and requested the device to be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.